Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: mre was not performed as the part and lot number of the device are unknown. Visual inspection: unk - screws: trauma (part# unknown, lot# unknown, qty# 1) was returned received at us customer quality (cq). Upon visual inspection at cq, it is observed that the screw got stuck in philos 3.5 5ho sst (p/n: 241.903, lot number: 21p4136). The threads of the screw look good without any damage. The head part of the screw got deformed. Device failure / defect identified? Yes functional inspection: functional inspection of the device was not performed at cq due to the received stuck condition. However, the stripped threads on the screw head might have contributed to the complaint condition. Can the complaint be replicated with the returned device? Unable to perform dimensional inspection: dimensional inspection of the received device was not performed at cq as the relevant features of the device were inaccessible due to stuck condition of the device. Document/ specification review: documentation review cannot be performed as the part and lot number of the device were unknown. Complaint confirmed? Yes investigation conclusion: the complaint is being confirmed as the screw was stuck inside the plate. The stripped external threads of the screw head might have contributed to the unable to disassemble condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the philos plate (5h) has broken six (6) weeks post-op. Hardware removal and revision procedure was done on an unknown date with a longer philos plate. No further information provided. During manufacturer's preliminary investigation of the returned devices it was identified that unknown screw is jammed in the returned philos plate. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9